Event description:
It was reported that a cot dropped from high position to middle position. Allegedly, patient was "enable to receive rapid transport," however, no adverse consequences is alleged.

Manufacturer narrative:
The service technician examined the cot and could not replicate the alleged event.